Event description:
A medtronic representative reported that, while in a cranial tumor resection, the surgeon alleged a 1cm inaccuracy. Registration was successful and accurate. The inaccuracy was noted when switching to the scope probe. The site stated the vertek arm was bumped. The surgeon opted not to re-register and discontinued navigation to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. In follow-up, site biomed representative requested the vertek arm be inspected, however, it has not been returned to manufacturer for further evaluation. Software investigation not completed at time of this report.

Manufacturer narrative:
Corrections to initial 3500a, missing information provided: product problem selected. Date of event provided. Date of this report provided. Evaluation: the software investigation found that from the case description the site stated that the reference frame was bumped which would have invalidated the registration. Since the surgeon was initially accurate, the software functioned as designed and the operator's technique contributed to the reported event.